Event description:
It has been reported to philips that the monitor is not sensing any eg cables. Switching out multiple cables did not fix the issue. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.